Manufacturer narrative:
The reported bolus key issue was not confirmed. The bolus key was tested on (B)(6) 2018 and the demand bolus dose was successfully administered. Through the review of the history log of the device, it was confirmed that the bolus key was pressed multiple times during the lockout period, which the bolus feature was deactivated and no bolus could be delivered.

Event description:
This is a second follow-up for the initially filed MDR 3011581906-2017-00001.

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the pump to perform the investigation.

Event description:
The director of sales and business development of infutronix reported that "I got a call from (B)(6) in the office earlier about a patient from (B)(6) calling to complain her pump was leaking. After speaking with the patient, I discovered the leak reported occurred first at the distal connector where the tubing connects to the catheter. She stated it later began leaking at the filter as well. Her pain wasn't being managed with the pump. Pressing the bolus didn't have an effect either. After speaking to her nurse at (B)(6) medical center the decision was made to stop the therapy and pull the catheter. Her husband removed the catheter which was apparently still seated several cm beneath her skin so it doesn't sound like the catheter became dislodged and caused a leak. " the patient involved was not injured or harmed.